Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4), concomitant medical products: 912031, jgrknt 1.5 mm #2 mb sngl, unknown. (B)(6). (B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001825034 -2017 -11025. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Hospital discarded as biohazard.

Event description:
It was reported that during the surgery the anchors would not insert into the patient's burr holes. Therefore, the surgeon used alternative products to complete the surgery. Attempts have been made and additional information on the reported event is unavailable.